Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unknown. The pt's" comorbidities" are unknown. The pt was reported not to be a candidate for conventional surgical repair. It was reported that the physician had difficulty advancing an introducer sheath through the pt's iliac arteries. The physician was also unable to gain access using 22f and 16f dilators. An 8mm diameter balloon was advanced into the right iliac artery and a 9mm diameter balloon into the left iliac balloon dilatation was performed; at which time the right common iliac artery was perforated. It was reported that the pt's balloon pressure dropped and a 10mm x 10mm covered stent was implanted to cover the perforation. It was reported that a conduit was created and a 21f sheath was inserted through it into the pt. An aneurx bifurcated stent graft and an aneurx iliac extension cuff were advanced through the sheath and were successfully deployed. It was reported that the pt was stable during deployment. After the stent graft was deployed, the conduit was anastomosed to the femoral artery. Final angiogram demonstrated no endoleaks. It was reported that post-implant a sheath displaced from the femoral incision and the pt's blood pressure dropped. Attempts were made to revive the pt but the pt expired. It was reported that the cause of death was the pt's inability to remain stable after drops in blood pressure.